Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause could not identified. Based on the results of the investigation, while the user was handling the device, water invaded scope connector, which led to damage of electronic parts. As a result, the suggested event occurred. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the bending angulation had play and was out of specification due to wear of the angle wire. The scope connector was corroded and had crystals from water leakage. The insertion tube was yellowing due to handling and the reprocessing over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insertion tube on the video scope had an indentation and an insufficient angle. The issue was found during reprocessing. Upon inspection and testing of the returned device, error code b30 was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.